Manufacturer narrative:
The instrument was returned, no information was provided. Failure analysis evaluated the instrument and found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .160 - .173 in length and not aligned with the tube axis. The scratches begin 0.313 from the distal end. The evidence was inconclusive, but damage may be due to likely mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
The permanent cautery hook instrument was returned without any allegations of malfunction. There were no missing or fallen pieces reported.